Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks were in the correct location of the terminal pin. Helix was retracted with dried blood or bloody fluid in the housing. Noted a cut in the outer insulation, probably related to explant damage. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a product performance issue. A new lead was implanted successfully. No additional adverse patient effects were reported.